Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, on (B)(6) 2018 during pacemaker implantation ventricular pacing failure was observed during suturing maneuvers. After these suturing maneuvers were done, the interrogation of the pacemaker and the fluoroscopy did not show any anomaly in the lead measurements and positioning, as well as in the ventricular pacing. Therefore, the pocket was closed with the device in place. After pocket closure, another interrogation was done. No changes were observed on lead measurements. However, ventricular noise oversensing was observed (at 125ms).